Event description:
Balloon failed to fully deflate, blocking arterial blood flow. Balloon became lodged in vessel at calcified plaque. Cardiovascular surgery required to remove balloon. Reason for use: primary coronary vessel occlusion.